Event description:
It was reported that during a ptca/stent procedure, the sds was advanced against resistance, contrary to IFU, and the delivery system became wedged in the vessel. Upon attempted removal of the delivery system through the guide catheter, contrary to IFU, the stent became separated. The stent was inadvertantly pulled out of the coronary during retrieval attempts and was lost in the peripheral vasculature. Under fluoroscopy the stent was located in the renal artery. The attempts to retrieve the stent from the renal artery were unsuccessful and damaged the artery. The pt was sent to surgery. Reportedly, the pt is recovering, and is doing fine. Final treatment of the intended lesion was not known.